Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that patient was not showing on machine due to software issue. A technical support specialist confirmed that user will reach out to pharmacy and don to resolve the issue. The system functioned as intended after the technical support service troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system patient was not showing on machine. The customer reported that users were unable to remove medications while attempting to issue medication to a patient. There were no adverse events or injuries reported based on this event.